Event description:
The subject device was used during an abdominal hepatectomy. About after 30 minutes use, the device stopped working. The procedure was completed but it was not reported what the detail of the device change was. There was no pt injury reported. Olympus received 2 devices and it was found that the ptfe pad of one of 2 devices was severely worn.

Manufacturer narrative:
The subject device was returned to olympus for eval. The eval confirmed that the ptfe pad was severely worn away. There were contact marks on the surface of the probe and the jaw. The manufacturing record was reviewed with no irregularities. Considering the eval result of the subject device, olympus concluded that the ptfe pad wearing occurred since the user continued activating output without contacting tissue (including after the tissue already cut) for an extended time. And olympus concluded that the device stopped working since the ptfe pad was worn and the probe contacted with the jaw, then short circuit error occurred. The instruction manual of the subject device already states. Warnings: do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the ptfe pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. This report is being submitted as a medical device report in an abundance of caution.